Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare has completed its investigation, which reviewed service procedures and product details for vivid e95/90/80 systems. The investigation determined that the field engineer deviated from the approved service manual by removing and reusing a nameplate, resulting in the reported injury. Root cause analysis confirmed that no product-related issues were involved; the injury was attributed to unauthorized actions and improper tool use. A corrective and preventive action (CAPA) has been initiated to strengthen service processes, as the incident was caused by non-compliance with established procedures rather than any product design or manufacturing defect.

Manufacturer narrative:
Legal manufacturer: hcs horten - strandpromenaden 45 norway horten vestfold, n-3183. D2 common device name: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
While performing a repair at a customer site, an ultrasound field engineer injured their left thumb while replacing a panel on a vivid e95 system. The engineer was wearing work gloves, but the safety knife blade broke unexpectedly during the process. The injury required six sutures.